Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital in an ambulance with syncope. After reanimation, a device check was performed. High capture threshold and low sensing were observed. Dislodgement was observed via x-ray. The lead was repositioned and remains implanted. The patient was in good condition before and after the procedure.